Manufacturer narrative:
Additional information received clarified that this event was previously reported by edwards lifesciences under manufacturer report # 2015691-2018-05395.  This complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), per euro pcr 2019 presentation "tricuspid valve-in-ring implantation. Intravalvular regurgitation due to eccentric bulging of a balloon-expandable valve in a patient with severe right heart failure", during a tavr with a 29mm sapien 3 valve in a ring in the tricuspid position, transvalvular regurgitation was noted via echocardiograph.   The prosthesis was implanted in an optimal position under an intentional over inflation of the balloon of 2 ml.  The transvalvular regurgitation was due to immobility of the cusp adjacent to the ventricular septum resulting in a large coaptation gap. As per medical opinion, oval deformation with immobility of the cusp adjacent to the septum seems to be caused by eccentric bulging of the valve stent at the opening site of the ring following moderate over inflation possibly resulting from the regional lack of abutment in open annuloplasty ring. A second 29 mm sapien 3 prosthesis was implanted with good results. Hemodynamics remained stable throughout the whole course of the procedure.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined.  During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation is cannot be confirmed, however, per report it was related to patient/procedural factors (over-inflation of s3 valve implanted in tricuspid open ring). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.